Event description:
During a pulmonary vein isolation to treat atrial fibrillation (a fib) a farawave was selected for use. When the device was inside the patient and was tested for flower and basket. Slider was very hard to move and did not go to full flower. Guidewire was stuck and hard to pull back when in olive shape. The catheter was replaced. The procedure was completed without any patient complications. The device is not expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.